Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string came off of a tampon upon removal leaving the pledget inside her vaginal cavity. She experienced cramping which resolved after removing the tampon pledget from her vaginal cavity. Consumer also reported that after removal she noticed the tampon was crumbling on the inside. She did not seek medical attention and did not experience any adverse health effects.